Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer took off the pump, set it on laundry while in the shower, then received an altitude alarm when trying to resume insulin. The customer reported a blood glucose level of 210 mg/dl. Reportedly, there was a temporary delay in clearing the altitude alarm. However, the customer was able to clear the alarm and resume insulin delivery. Customer indicated that the current pump will be used to manage diabetes.